Event description:
It was reported that the customer is experiencing high blood glucose levels (178 mg/dl). Customer took a corrective bolus and changed placement site to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Customers current insulin vial has been open and in use for 2 months.